Event description:
The hosp reported they experienced a total loss of image of two separate occasion with the same device. In both cases, the procedures were completed with the use of a similar device. There were no allegations of harm.